Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40-89 mg/dl. The customer consumed carbohydrates to address the low bg. Reportedly, the customer believed the pump settings needed to be adjusted and will consult with a healthcare provider to discuss settings.